Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 975 mg/dl; cause was not known. Reportedly the customer experienced a heart attack and diabetic coma. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later, (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.